Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: 2.1.0, ubd: , UDI#: h3, h6: no products have been evaluated by medtronic personnel. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system experienced error 64 while tracing the patient. The site rebooted the system, but found that the patient exam loaded as a skeleton model. The site adjusted the threshold of the model to their satisfaction, which in turn deleted the previous registration. Troubleshooting steps were performed. The site noticed that the patient reference frame was missing from the patient model once thresholding was adjusted. Technical services had site check surgeon settings and found that the surgeon setting had flipped to 3 point touch. After changing the registration method back to patient reference frame, the site was satisfied and ended the call to continue surgery. There was an unknown delay and patient impact information was not provided.